Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Despite three previous occurrences of the same malfunction on this pump, the malfunction did not recur after the customer reset the pump with assistance from technical support. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, to which the customer agreed.